Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation for an anterior repair procedure using an uphold vaginal support system, the technician was unable to load the suture of the mesh leg assembly into the capio device, and the needle detached onto the capio carrier. The physician completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly "fine" post-procedure.